Event description:
On (B)(6) 2025, the beta bionics ilet user reported elevated blood glucose (bg) levels following a meal announcement shortly after starting use of the ilet device. The highest bg recorded was 285 mg/dl, and the bg remained out of range for approximately one hour. The ilet system corrected the bg without requiring alerts, outside assistance, or medical intervention. A follow-up confirmed bg had returned to 109 mg/dl. No symptoms were reported during the event.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.